Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient passed out and fell and requested a magnetic resonance imaging (MRI). The implantable pulse generator (ipg) is MRI compatible and remains in use. No further patient complications have been reported as a result of this event.